Manufacturer narrative:
The device was received by resmed and an extensive engineering investigation was performed. Review of the device logs confirmed a single occurrence of system fault 74 error message. Performance testing could not reproduce the device error. Based on the investigation results and previous investigations of similar complaints, it was determined that the reported event was most likely due to a software issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4). The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error.

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task fault. There was no patient injury reported as a result of this incident.